Event description:
It was reported patient's ipg could no longer communicate with the charger and programmer. In turn, the patient lost stimulation. Troubleshooting via the help of an sjm representative to provide resolution was unsuccessful. As a result, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the reported issue that the "ipg could not communicate with the charger and programmer" was confirmed. As returned, the ipg would not communicate due to a depleted battery. As the ipg was unresponsive, the can was cut open for inspection and troubleshooting. During removal of the top of the can, one wire in the antenna coil was broken. No other damage was observed on the antenna. The battery was recovered and the ipg was functionally tested using a lab antenna. The ipg successfully communicated with and was full charged with a lab model 3721 charger. It was tested to manufacturing specifications using the autotester. The ipg passed all tests after being recovered. The charging history of the device is unknown. The reason for the depleted battery was not ascertained sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.